Event description:
It was reported that two fibers began forward firing after 1-2 minutes of use. A third fiber was used to complete the case. There were no patient complications. This complaint refers to the first fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass tip was protruding from the metal cap, indicating a glue failure occurred. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. It is probable that glue failure occurred due to elevated temperatures near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including glue failure. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forward firing as the forward firing rate was below the threshold for potential patient harm. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. Continuously elevated temperature can lead to fiber damage. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that two fibers began forward firing after 1-2 minutes of use. A third fiber was used to complete the case. There were no patient complications. This complaint refers to the first fiber.